Event description:
A healthcare professional(hcp) attended a skinvive¿ by juvéderm® webinar and was requesting support on answering some questions of each hcp along with relevant skinvive¿ by juvéderm® safety data for vascular occlusion. She stated that they had a nurse who received vascular occlusions and spent a good amount of money on treatments. The hcp used the hyperbaric chamber.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.